Event description:
A falsely elevated troponin result was obtained on the dimension rlmax analyzer. The result obtained was 0.63 ng/ml. The result was not consistent with other cardiac markers: ck result was 101 u/ml (normal); mmb (ckb) result was, 0.5 ng/ml (normal). Repair testing of troponin on an alternate dimension analyzer was 0.00 ng/ml. There was no adverse health effects due to the erroneous result being reported to the physician. Pt treatment was not prescribed or altered. A dade behring representative made mechanical adjustments to the instrument to correct the imprecision.